Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a -diagnostics cleared due to invalid data- message during a routine follow up. After diagnostics were cleared, normal device function resumed.